Event description:
It has been reported that a patient on the newton cycler using the snap disconnect tubing developed a rare peritonitis. The bacteria is xanphomonae mattophilia. There was no report of an actual product defect. The patient required hospitalization and treatment with antibiotics. The patient is currently doing well and has been placed on hemodialysis therapy. The physician felt that the development of the same rare peritonitis in 2 patients within 4-6 weeks required a question whether the device had caused it. She stated that she did not think that the device was available for evaluation. However, a packet will be sent for possible return of the product.